Event description:
Patient with known latex allergy ordered foley catheter. Nurse aware of allergy and read packaging of catheter prior to insertion and did not note "contains latex." The nurse assumed the catheter to be latex free. Upon patient rounding the following morning it was noted that patient had latex catheter placed. Upon further investigation it was noted that the packaging did have notation that it contained natural rubber latex. However, the labeling is in the same color (green) as other labeling on the package and it is located on the side of the package that is covered by a white flap on which the nurse is to pull in order to open the kit. Manufacturer response for foley catheter, surestep foley tray system (per site reporter): email sent to hospital bard representative.